Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12564. According to the information provided in (B)(4), the patient experienced urinary and bowel movement problems, weight loss and bed confinement following implant of the scs system. Additionally, the patient reported being hospitalized on two occasions for back pain post implant. According to the manufacturer's complaint records, the patient's scs system was explanted on (B)(6) 2015 due to lack of efficacy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12564. It was reported the pt reported back pain and inability to move his toes in post-op. The pt was transferred to a hospital. The pt reported the issues had subsided. The pt was kept overnight. A CT scan showed no abnormalities. The pt was released. However, the pt went back to the ER reporting weakness in the legs and feet. X-rays were taken and showed no movement of the leads. F/u revealed the pt's weakness has resolved. The pt was programmed and reported receiving effective stimulation therapy.